Event description:
It was reported the swivel mechanism of the epiq 7c ultrasound system¿s control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of this issue. The field service engineer confirmed the reported issue. The engineer scuffed the bearing, then reseated and secured it in place to resolve the customer¿s immediate concerns and allow the locking mechanism to be fully engaged. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.